Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-05102. The pt has two leads for off-label use. It was reported, the pt is not receiving adequate coverage. An attempt to reprogram the pt was unsuccessful due to the pt's lead (on the right side) showing high impedance. An attempt to provide adequate/effective coverage using the lead on the left side was unsuccessful. As a result, the pt plans to discuss the next course of action with his doctor.

Manufacturer narrative:
Sjm has limited information related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.